Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the impedances were all in range during the patient¿s interrogation initially but after they re-programmed the implanted neurostimulator (ins), the only impedances were in range for electrode 0 and 6. The patient did not report any falls but did undergo a biopsy about 4 weeks ago and reported a change to stimulation at that time. The patient was still able to feel stimulation with electrodes 3 and 4 despite them being out of range. See attached data report and two session reports from the beginning and end of re-programming in clinic yesterday. The patient was sitting for session report 1 and standing for session report 2. The patient reports the ins was switched off during the cervical biopsy they underwent a few weeks ago when the changes in stimulation were identified. The procedure was carried out under general anesthetic, so they were unable to comment whether any equipment caused interference with the ins. The patient was implanted 1 year ago and at that time, all impedances were in range (no history of falls). Technical services (ts) review both reports, the sys tem reported integrity issue, with report 1 including the electrode impedance test results. The electrodes showing high impedance in the report 1 are 0, 4, 5, 6. In report 2, there is only a notification that some electrodes are out of range. Though we are not able to say which ones, as no electrode impedance test was present. As both interrogations reported impedances issues while sitting and standing, it seems that there is a general integrity issue. The data report was extracted at the second interrogation; therefore, some information was lost. Nevertheless, ts couldn¿t detect any battery disfunction. Ts was not able to say whether the problem with the impedance was due to a real integrity issue or a misalignment at the contact sites between the lead/extension or extension/battery. It is unlikely that the operation the patient underwent per se could be related to an integrity issue. Though we cannot exclude any unintentional mechanical pressure/trauma on the system that could have been the cause of the high impedance. Additional information was received. The hcp nurse stated that the patient was reassured to know this issue was being investigated in a timely manner. They are getting the full stimulation coverage that they need, but obviously they were keen to know what was wrong with their system.

Manufacturer narrative:
B3: event date is month and year valid. G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.